Event description:
Silimed/sientra sent out expired implants that we double serilized (dry heat then chemically) for dr's to implant into pts. I previously had implants for 9 yrs, had a child and needed a lift and new implants. I specifically asked for mentor implants but dr (B)(6) ignored my request and through 14 surgeries, I got expired, double sterilized silimed/sientra implants. I suffered from severe scar tissuing pushing my implants through my skin at least 3 times, (B)(6) in my chest wall 3 times, 14 disfiguring surgeries, seroma and permanent numbness in both breast and my left implant fell through again in 2011. I no longer have an implant on one side, however the right one is giving way as well. I no longer have nay energy and am constantly sick since these were implanted. I was notified from sientr when they bought silimed in (B)(6) 2008 and about what had been done to my implants and asked to participate in a study which I declined. I just want to be normal again and these bad implants removed, but due to all of my medical costs, and my health, my credit is ruined and I can't get them fixed. Date: before implantation. Serial: can provide at later date. Dates of use: 2006 - 2007. Reason for use: lift and new implants after child.